Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.